Event description:
It was reported that the smart pass feature had programmed itself off due to decreased intrinsic amplitudes. This is normal device function. It was also reported that the patient had four inappropriate shocks due to oversensing and undersensing with noise. Technical services recommended getting some x-rays as this was implanted approximately two weeks ago. There were no additional adverse patient effects. The system remains implanted.